Event description:
It was reported that noise was observed during an episode on the patient's implantable cardiac monitor. The cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ilxc1414135 stent graft, (B)(6) 2006-06-05; yrbrhxc2414165 stent graft, (B)(6) 2006-. (B)(4).